Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. No DHR review can be carried out as lot number is unknown. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) connector didn't fit. The following information was provided by the initial reporter: "after catheter placement, hcp tried to connect ex-tube however the connector didn't fit."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) connector didn't fit. The following information was provided by the initial reporter: "after catheter placement, hcp tried to connect ex-tube however the connector didn't fit."